Event description:
This is a report of a home patient (hp) who was hospitalized and diagnosed with peritonitis, manifested by abdominal pain and discomfort. The cause of peritonitis was break in aseptic technique, further described as the hp had touch contamination. The hp was discharged from the hospital but then re admitted. Treatment was not reported. At the time of this report, the hp was not recovered. The nurse declined to provide any additional information.

Manufacturer narrative:
(B)(4). The hp was switched to hemodialysis, released from the hospital and recovered.

Manufacturer narrative:
(B)(4). Unreported day in (B)(6) 2013. The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.